Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was admitted to the hospital for lead revision. The patient suffered from twiddler syndrome. The right atrial lead had dislodged. The lead was repositioned. The patient was fine and was discharged the next day.